Manufacturer narrative:
The suspect articulating arm was returned to the manufacturer for evaluation. Testing found that the arm failed force testing in both down and side directions. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement articulating arm shipped to site. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that the navigation system's upper ball joints of the articulating arm cannot be tightened. No further details regarding the issue were provided. There was no patient present when this issue was identified.